Manufacturer narrative:
The alarm trace provided did not include the day of the event but does show a high number of abnormal sample aspiration alarms which are typical of bad sample quality. The investigation determined the event was due to a preanalytic issue at the customer site.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys total psa immunoassay result for one patient sample with the cobas 8000: cobas e 602 module. The initial result was 8.21 ng/ml. This result was reported outside of the laboratory and questioned by the patient who received a normal result from another laboratory. On 23-jun-2021, the repeated result was 3.90 ng/ml. The second repeated result using another e602 was 2.96 ng/ml. The reagent lot number was 492322 with an expiration date of 30-nov-2021.